Event description:
Alleged the head section came off track and the head section will not go down electrically, manually or with CPR.

Manufacturer narrative:
The facility has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.